Event description:
It was reported that during a scheduled follow-up, a non-sustained lead noise episode revealed suspected myopotential oversensing. The physician programmed the low frequency attenuation filter off. However, due to the patients medical condition, the physician elected to not do anything further. The patient was in poor clinical condition, but it was not related to device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.